Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4: batch # a9cx9d. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that d11lt device was returned with one post damaged of the base of the universal seal. In addition, the tyvek was returned along with the device. Despite of the damaged in the post the universal seal, it could be latch onto the sleeve assembly. No damage or anomalies were observed in the sleeve. No conclusion could be reached regarding what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the trocar was broken. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.